Event description:
It was reported that the pt's pump had an expected battery life of approx seven years. The pump was refilled one month ago with an unspecified compounded drug and the early replacement indicator (eri) was noted on the pump telemetry to be 52 months. The pt's pump was 29 months old. The pt went to the hospital because the pump was beeping due to a low battery. The pt had not exhibited any symptoms of medication withdrawal. A pump replacement was planned.

Manufacturer narrative:
(B)(4).